Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; device remains implanted in patient.

Event description:
As reported: "left ankle pain with some limitation of motion issue treated with surgery (left ankle arthroscopy, extensive debridement of scar tissue and inflamed synovium bony fragment)."